Manufacturer narrative:
H3, h6: part of the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with no suture string or anchor fragments. There is debris on the insertion device. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that during an acl, where the insertion site was prepared using a 4.5 mm drill, a footprint ultra broke; and its pieces were removed from the patient using pliers. Surgery resumed after a non-significant delay, with a back-up device used in the originally drilled bone hole of the patient, whose current health status is good. No further complications were reported.